Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not rotate due to worn out gears. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing overtime. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from italy that a break was detected on the compact speed reducer device. During in-house engineering evaluation, it was observed that the device did not rotate due to worn out gears. It was not reported if the device was used in surgery or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.